Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing determined that an issue with the graphics card for the viewing station computer was the issue. A replacement computer was sent to the site and the computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer was sent to the manufacturer for analysis. Where the reported issue was confirmed. Testing found that the video card would not seat properly due to a damaged case and that the system would not power on due to the malfunctioning graphics card. This confirmed an electrical failure due to the graphics card. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the viewing station of the imaging system was not starting up properly. No additional information was provided at that time. There was no patient present when this issue was identified.